Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 444mg/dl. The customer treated with manual injection. The customer's most current level was 67mg/dl. The customer states the no delivery was a past event was cleared. The customer did not wish to return sets for analysis. Troubleshoot for the high was conducted. The customer is being sent tubing camp, and will be calling back to complete the troubleshoot.